Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the housing of the hematocrit saturation probe had cracked. The hsat probe continued to function as normal and was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.